Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the setup joint (suj) involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed but did not replicate the reported failure. The error 23072 was confirmed in the field logs. The shoulder harness and proximal harness will be replaced to address the issues.

Event description:
It was reported that, prior to the start of a da vinci-assisted simple prostatectomy surgical procedure, the system displayed a repeated fault pointing on universal surgical manipulator (usm) 1. Intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system event logs and confirmed an error 23072 pointing on set up joint (suj) 1 axis z. The tse instructed the caller (nurse) to move down the suj1 and recover the fault, it worked. The nurse called back to report that the error 23072 reoccurred on usm1. The tse instructed the caller to again find a vertical position of suj1 for recovering the error. After several attempts, the error returned. Asked her to move up the operating room table to find a vertical position where the error will not occur. The tse noted that the surgery can take place. The procedure continued as planned with no reported injury and no delay. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked at system power-up and no errors occurred when the system was powered on. The procedure was completed successfully. No video recording of the procedure is available isi to review. The patient is a 66-year-old male, born on (B)(6) 1956, weighing 105 kg.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse replaced the string dual pot to solve error 23072 but the system could not be calibrated on z-axis. After troubleshooting, it appeared that the secondary potentiometer cable was broken inside the proximal harness of suj1. There were no 23071 errors in logs before the fse arrival. The fse estimated that suj1 or proximal harness had to be replaced. Following service, the system was tested and verified as ready for use. Isi has not yet received the replaced component for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A log review confirmed the simple prostatectomy procedure on (B)(6) 2022 on system sl0317. No image or procedure video was provided for review. This complaint is being classified as a reportable event due to the following conclusion: field service engineer (fse) investigation confirmed the customer reported complaint and replaced a system component. While there was no harm or injury to the patient, system unavailability prior to the start of a surgical procedure (post-anesthesia) could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.